Event description:
It was reported that this right atrial (ra) lead had an insulation break and fracture. The lead was tested and obtained nothing that concluded to not functioning. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to e2: health professional, f10: device codes and h6: device codes.

Event description:
It was reported that this right atrial (ra) lead had an insulation break and fracture. The lead was tested and obtained nothing that concluded to not functioning. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to e2: health professional, f10: device codes and h6: device codes.

Event description:
It was reported that this right atrial (ra) lead had an insulation break and fracture. The lead was tested and obtained nothing that concluded to not functioning. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.